Event description:
It was reported that during a ptca/stenting treatment procedure, the express2 20mm x 2.75mm stent dislodged. Following pre-dilation of the mid and proximal rca, a 32mm x 3.0mm express2 stent was placed, in a small pda branch. The stent balloon was inflated up to 17 atms for 50 seconds. There was a question of local dissection just distal to the stent, which was treated with balloon inflation of 9 atms for 2 minutes. An express2 24mm x 3.5mm stent was placed, overlapping the proximal portion of the first stent. There was sluggish run-off wtih timi ii flow in the distal vessel, treated with intracoronary ntg and adenosine. Angioplasty was performed on a bend, distal to the 2 stents. The physician then tried to advance an express2 20mm x 2.75 stent distally beyond the two stents, but it would not pass beyound an express2 16mm x 3.0mm stent in this area. Timi I flow was noted in the mid-portion of the stents, so the physician advanced an express2 20mm x 2.75mm stent, but it would not pass distally. While pulling the stent/delivery system out, the stent came off the balloon at the junction of the proximal and mid stents. The stent was deployed where it had dislodged. The balloon was inflated to 18 atms inside the stent, as well as the distal and proximal ends of the stent. Final angiogram revealed total occlusion of the proximal rca. The pt developed chest pain and EKG changes consistent with infarct during the procedure. An intra-aortic balloon pump was placed prior to transfer to operating room. The pt underwent emergent coronary bypass surgery to the rca and circumflex arteries. Pt was subsequently discharged to home. The physician does not believe there was a product malfunction, but that he met resistance while removing the stent.